Event description:
A consumer reported having essure inserted a the same time as the novasure ablation was done to help with painful periods. Shortly after insertion, her monthly pain became worse than before the procedures. It was constant all month, radiating into her back, buttocks and down her legs. She was feeling like she was in full blown back labor. Multiple tests were done and she tried other options to help with pain control, such as lupron and different pain meds, yet nothing worked. The severe back and sciatic pain and cramping were caused from her body trying to expel the coils. It was like she was in constant labor because her body was trying to expel a foreign body and they needed to come out. She had reactions to cheap jewelry, her hair thinned, and she had multiple health problems after insertion that she never had prior, including a fibromyalgia to name one. She had a hysterectomy on (B)(6), 2013 and she has not had any symptoms since removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.